Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported a delay in 24 hour infusions of etoposide, doxorubicin, and vincristine as it took longer from the medications to infuse. Although requested, additional information was not provided.